Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a button error alarm and it was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that her pump said button error and she was on vacation. She stated the plastic was coming off back three months ago. The customer called for button error and cosmetic damage. She was trying to give a bolus and blood glucose was 300mg/dl. They tried to give insulin a bolus and it said it had low res and she couldn't get it do anything. She changed the battery thinking to reset and it said button. The customer checked blood glucose after it was down to 220mg/dl. She had the blood glucose of 300mg/dl today. The customer declined troubleshooting for high blood glucose and cosmetic damage. The customer reported that the plastic started rotting off. She couldn't get the esc to esc and she took the battery out and kept beeping and she stated the pump was frozen. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.